Manufacturer narrative:
It was claimed that compressor switch off immediately after switching on. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, capacitor for motor has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The defective parts have not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).